Event description:
During attempted implant, the suture sleeve could not be fixed on the body of the lead. The lead could be successfully implanted. The patient was stable and there were no adverse consequences.